Event description:
The pt expired and the cause of death was unk. The healthcare provider confirmed that the event was not attributed to the device. No pt injuries were reported.

Manufacturer narrative:
(B) (4).